Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer went swimming with the pump on. There was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin delivery.